Event description:
Our sales rep. Reported that, in 2007, a pt had surgery for (avascular necrosis, -avn-), 15 days later, the surgeon reported to the sales rep. That the pt felt pain and the surgeon reviewed the positon of the nail. In 2008, the pt felt pain and the surgeon detected that there was an erosion in the distal part of the cortical side. The surgeon decided to revise the pt to avoid a possible bone fracture. On the following month, the original nail was broken into the pt.

Manufacturer narrative:
Additional info, has been requested and if received, will be submitted on a supplemental report.